Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches and cracks on the display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a cracked screen due to the customer having accidentally dropped the insulin pump. The blood glucose reading was 97 mg/dl. The customer stated that he dropped it but did not notice the crack until 2 days later. Advised replacement of the insulin pump. Nothing further reported.